Event description:
N/a.

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 06/05/2023. A photograph was provided by the account. A photographic evaluation was conducted. Signs of clinical use and evidence of blood was observed on the jaws. The clear silicone insulation on the cold jaw was observed to be peeled off the cold jaw from the middle of the cold jaw to the tip, exposing the metal cold jaw. There were no other visual defects observed in the photograph provided. An investigation was conducted on (B)(6) 2023. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. The clear silicone insulation on the cold jaw was observed to be peeled off the cold jaw from the middle of the cold jaw to the tip, exposing the metal cold jaw. The peeled clear cold jaw silicone insulation was not returned for evaluation. There were no other visual defects observed on the jaws. The black shaft of the harvesting device was observed to be bent at a 90 degree angle. A mechanical evaluation was conducted. The blue toggle was manipulated to open and close the jaws. The jaws would not open or close. Based on the returned condition of the device as well as the evaluation results, the reported failure "peeled delaminated; jaw" was confirmed as well as the analyzed failure "material twisted/ bent shaft" and "mechanical issue- jaws" was observed. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The lot # 3000311319 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
Related to 826037. Summary: the hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 plastic (silicone) sheath on the tip of the cautery device became separated and was removed from the wound safely. During the harvesting stage of the procedure, while burning through a branch, they noticed that the protective coating had partially detached from one of the jaws of the cauterizing instrument. It appeared to still be partially attached but was hanging loosely from the jaw. They immediately stopped cauterizing, and began to withdraw the cauterizing instrument with the intention of examining it under direct vision, and of course getting a replacement for the defective instrument. While withdrawing the instrument, they noticed that the insulating coating that had detached became completely detached and fell off the jaw into the patient. They were able to grasp the piece of insulating material with the cauterizing instrument and successfully withdrew it from the patient. No harm was done to the patient or to the vein, a new kit was opened, the defective cauterizing instrument was replaced, and the remainder of the procedure was completed without further sequalae.

Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.